Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed iabp may require maintenance. The message appeared appears every time the machine starts up . Machine was replaced with another iabp . There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: event site state: (B)(6). Contact département: ccu. A getinge field service engineer (fse) confirmed and stated iabp may require maintenance¿ message. Machine was replaced with another iabp. - checked that message appears when every time machine start up. - logs downloaded. - machine on hold for further repair on 30 nov 2023. On 29 dec 2023- video generator pcb and executive processor pcb replaced- completed calibration, functional and safety tests and performance verification according to factory specifications- machine returned to users for clinical use. There was patient involved but no harm reported. The defective components were received for further investigation. The failure analysis and testing dept. Received defective parts. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Unit failed to boot up. Fat verified this part is faulty but no root cause identified. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. The failure analysis and testing department received the following part associated with this complaint: pcb, video gen. Alt this part was received with a reported unit failure message of iabp may require maintenance message appear when machine start up. Performed visual inspection of this part received and part looks to be in good condition. Installed the video gen. Board into the cardiosave and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department turned the unit on, and the unit did not boot up. However, the fat dept. Did not able to see the iabp may require maintenance message. Video gen. Board failed testing. Retaining video gen. Board in the fat dept. Per procedure 0002-07-d008 rev aq. This part is not going back to supplier due to old revision. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The fat dept. Received exec. Processor board from the supplier.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: the results of the ict, hi-pot, fct and manual tests all passed. No function- related errors were detected on the board. Please see attached document received from supplier for investigation. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.the failure analysis and testing dept. Received rev. O, with a reported unit failure of an "iabp may require maintenance" message. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Unit failed to boot up. Fat verified this part is faulty but no root cause identified. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 24 apr 2024. The failure analysis and testing department received the following part associated with this complaint: pcb, video gen. Alt. This part was received with a reported unit failure message of iabp may require maintenance message appear when machine start up. Performed visual inspection of this part received and part looks to be in good condition. Installed the video gen. Board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department turned the unit on, and the unit did not boot up. However, the fat dept. Did not able to see the iabp may require maintenance message. Video gen. Board failed testing. Retaining video gen. Board in the fat dept. Per procedure 0002-07-d008 rev aq. This part is not going back to supplier due to old revision. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The following investigation was performed by sapan rana, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: sr 25 jul 2024. The fat dept. Received exec. Processor board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. Supplier investigation: the results of the ict, hi-pot, fct and manual tests all passed. No function- related errors were detected on the board. Please see attached document received from supplier for investigation. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.